Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during tlif surgery, a cage was inserted using new tpal set equipment. When the surgeon tried to disconnect the insertion device he was unable to release the grip from the cage. After multiple attempts the disconnection was successful and the surgery continued as usual. There was a surgical delay of fifteen (15) minutes. The procedure was successfully completed. There was no patient consequence. This report is for one (1) t-pal advanced applicator handle. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturer contact facility name.

Event description:
11/6/2020: this complaint was created to capture the second time that happened with the specific set in the hospital, while (B)(4) captures the first event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the affected and investigated items show normal wear and tear. There is no abnormal damage (broken or bend) visible. After lubrication according to dai the parts worked as intended without any major problems. Missing lubrication could potentially be the issue which leads to an increased friction in the thread and the small moving components in the outer shaft. According to our procedure the lubrication is an important portion of the reprocessing to ensure proper function of the instruments. It seems that this has not been properly executed. Therefore, no action is required. Device history lot part number: 03.812.004, lot number: 8395548, manufacturing site: haegendorf, release to warehouse date: 13. June 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Ncr 3198072 was created for this lot as it was not possible to assemble the device due to a burr. The burr was removed and the devices were assembled and then functional as required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.